Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge. The lens was observed stuck in cartridge and the leading haptic was observed at folded position. It was too hard to remove the lens from the cartridge to address the haptic damaged condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as haptic damaged could not be verified. However, the complaint issue reported as stuck in cartridge was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, was not related to the issue reported with this lens and no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) did not come out correctly and did not deploy. The event occurred during surgery and customer thinks there was patient contact, but is not sure about the extent of patient contact. However, there was no patient injury and no interventions were required. The procedure was completed using another lens of same model and diopter (sn(B)(4)). No further information was available.